Event description:
It was reported that the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy and phrenic nerve stimulation. The patient experienced discomfort due to the phrenic nerve stimulation. The cause of the bvvi was found to be off label magnetic resonance imaging (MRI) exposure. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.